Manufacturer narrative:
The customer reported problem was confirmed. Upon visual inspection the service technician noted that they replaced varistor, front cover, rear case, left/ right handle lock label, latch module assembly, barrel clamp, rear door, tube drive, flange gripper retainer, door hinge, internal frame and left/ right iui's. A review of the device history record for sn(B)(6) was performed from date of manufacture (B)(6) 2008 to present date (B)(6) 2020 and note that this device has been returned for service twice which correlates to the customer reported issue or service repairs. This shall be reviewed as part of part usage trending in complaint review board. Also, there were no production failures indicated on the source device. The proximate cause of the reported issue was due to electrical failure of the display board.

Event description:
It was reported that there were alarm/error code issues.

Manufacturer narrative:
The device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that there were alarm/error code issues.